Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: two cracks in the battery compartment were observed in between the case seal and the grip and between the battery cap and the case seal. Evidence of moisture was observed inside the battery compartment. The pump failed a leak test due to the two battery compartment cracks. No other evidence of moisture was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in pump near the battery cap. The reporter denied damage to the battery cap and denied moisture and corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.